Event description:
It was reported that on (b(6) 2013 the patient presented to the emergency room with partial consciousness and near syncope. The right ventricular lead exhibited intermittent loss of capture and high thresholds. The lead was capped and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.